Event description:
It was reported that 3 bd precisionglide¿ needles were blocked and could not expel medication. The following information was provided by the initial reporter: "caller reported fill resistance issue." Via bd investigation: "two samples expelled the solution with normal flow and the other three did not; these three needles are clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported there was a fill resistance issue. To aid in the investigation, six samples with the plastic shield were received for evaluation by our quality team. Five of the samples were bd samples, and one sample is from exel. A visual inspection was performed to the five samples from bd and no defects or imperfections were observed. Each bd sample was then connected to a syringe with saline solution. Two samples expelled the solution with normal flow and the other three did not; these three needles are clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material. As the lot provided is 'unknown,' a device history record review could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in three out of the five bd samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.